Event description:
It was reported that the patient was implanted with one 4.0x15 mm promus stent on (B)(6) 2010. No procedural complications were reported. On (B)(6) 2011, the patient experienced a myocardial infarction. No treatment was performed at the time of the event. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Removed. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea, headache, and nausea, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to initial medwatch filed, new information received states during the index procedure on (B)(6) 2010, the patient had a 4.0x15 mm promus stent implanted in the 70% stenosed proximal right coronary artery. Post dilatation was performed and the procedure was considered successful. On (B)(6) 2011, the patient was experiencing angina, nausea, headaches and lightheadedness and shortness of breath. Nitropaste was started; however, stopped due to significant headaches. The patients neurological exam was normal. There was no evidence of a myocardial infarction of congestive heart failure. The patient was discharged to home and was managed medically.